Manufacturer narrative:
Returned product consisted of an epic self-expanding stent system. The outer sheath, tip, and the remainder of the device were checked for damage. No damage was noticed on the device. The stent was inadvertently partially deployed approximately 4.5mm from the marker band. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that the stent was protruding. An epic¿ vascular stent 8x80x120 was selected for a percutaneous transluminal angioplasty (pta) procedure in the iliac vein for a moderately calcified lesion with 99% stenosis. During unpacking, it was noted that the stent was protruding from the sheath.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the stent was protruding. An epic¿ vascular stent 8x80x120 was selected for a percutaneous transluminal angioplasty (pta) procedure in the iliac vein for a moderately calcified lesion with 99% stenosis. During unpacking, it was noted that the stent was protruding from the sheath.